Event description:
A nurse at the user facility reports that during intraocular lens (iol) surgery, the haptic broke off during insertion. The incision was enlarged to facilitate removal of the iol. Additional information has been requested.